Event description:
The customer reported being hospitalized due to low blood glucose of 30's mg/dl. The caller stated that he has been experiencing unexplained low glucose for the past three months. Troubleshooting was performed. The caller stated that she woke up and does not recall what lead up to his low glucose. The customer's most recent glucose reading was 165 mg/dl, and was treated with food. The programming and settings were correct. The caller mentioned that the reservoir has the same amount of insulin the status screen has. The customer stated that he is getting a different reading from the blood glucose meter than on the sensor. Advised the customer to contact his doctor regrading the low glucose, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.